Event description:
The patient underwent pathology and radiographic evaluation of the shoulder following reverse total shoulder arthroplasty (rtsa). Findings were negative for infection; however, imaging identified a fractured baseplate screw. The planned procedure was revision of the broken screw with replacement of the glenosphere and polyethylene component. During surgery, purulent material was identified beneath the glenosphere, consistent with infection. All implanted components were removed, and a cement spacer was placed. The patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 300-01-13 - eq, humeral stem primary, press fit 13mm: (B)(6), 320-01-42 - eq reverse 42mm glenosphere: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-42-03 - eq reverse 42mm humeral liner +2.5: (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.